Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Suggested event can be inspected and prevented by following below instructions for use (IFU): inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the air / water supply volume did not meet the standard value due to the clogging of the nozzle. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, the customer did not know what the foreign material may be. There was no delay in the start of pre cleaning, the air / water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, the air / water nozzle was wiped and brushed with clean lint-free cloths / brushes / sponges, it was unknown if the air / water nozzle was flushed with the detergent solution, and there were no concerns about reprocessing. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the light guide lens had a crack, the adhesive around the objective lens was peeled, the control unit had discoloration, the water removal ability did not meet the standard value due to the clogging of the nozzle, the adhesive on the bending section cover had a crack, and the play of the up / down knob was out of the standard value due to wear of the angle wire. The following findings had a scratch: the scope connector cover unit, forceps elevator lever / knob, up / down / right / left knob, plastic distal end cover, switch box, scope connector, universal cord, grip, control unit, scope cover, and the connecting tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had a poor air / water supply. The issue was found during preparation for use, the intended diagnostic procedure was not specified. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.